Manufacturer narrative:
A product information update was provided with the lot and serial number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to pd1u04142331. Correction to d(4): serial number changed from unavailable to (B)(6). Expiration date changed from unavailable to 4/14/2025. Unique identifier (UDI) # changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 4/14/2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 27 mmol/l (486 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. Additionally, it was reported the pod was leaking insulin. As treatment, a new pod was successfully applied.